Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. In addition of the above evaluation, based on error 144, the blower has to be replaced. Air foam inlet filter, muffler and detach. Battery will be replaced due to the 4 year pm procedure, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. In addition of the above evaluation, based on error 144, the blower has to be replaced. Air foam inlet filter, muffler and detach. Battery will be replaced due to the 4 year pm procedure, which was not related to the malfunction/issue. On previously submitted report, box g section" report type" was submitted incorrectly as a 5 day report. It should be 30 day report.